Event description:
No additional event information to report at this time.

Manufacturer narrative:
Visual examination of the returned product identified nicks, gouges, and scratches from previous uses. Strike plate shows indentations. Threaded bolt shows thread use however no fracture was noted. The device was returned with the hex bolt jammed back and unable to rotate. It was able to be broken free and then spin and move in and out within the distal tip as intended during evaluation. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the curved continuum cup inserter screw was noticed to be broken after surgery. No consequences or impact to the patient.